Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the original medical device report. Upon further review, the legal manufacturer has determined the reported no image condition for this product is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The evaluation confirmed the reported bad / no image issue as the device only displays colored horizontal lines due to a defective video cable. No other abnormalities were noted. A review of the device's repair history shows the device was last repaired on (B)(6) 2019 for a poor image due to a defective/shortage in the video cable. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During reprocessing, the high definition camera head was reported to have "bad/no image". No patient injury or harm was reported.